Manufacturer narrative:
The suspected device was returned for evaluation. Visual inspection found fluid ingression and issues with the upstream/downstream occlusion seals. Review of the event history log (ehl) showed a cassette not attached properly alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the cassette detectors pin seals. As a result, the cassette detector pin seals and upstream/downstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump exhibited an alarm to remove and reload the cassette. During physical inspection, it was found that there was an upstream/downstream occlusion seal issue. There was no patient involvement, no patient injury was reported.